Event description:
Healthcare professional reported left side implant exchange due to the patient's concern with the product plus capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b6, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: implant exchange due to the patient's concern with the product plus capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side implant exchange due to the patient's concern with the product and capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ anxiety - product/ procedure: unable to observe since it is not related to the device. As per the investigation procedure deformation was observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported left side implant exchange due to the patient's concern with the product and capsular contracture, baker grade iii. The device has been explanted.